Event description:
Infusion was supposed to be set for a volume of 500 ml, rate to be titrated up by 50 ml/hr every 30 minutes until the full 500 ml was completed. At the expected completion of this infusion 50 ml remained in the bag; customer requested log review to find out what was programmed in order to determine how this might have happened. Programming for this drug is not done in guardrails as it is a study drug and is not in their drug library. There was no impact on the patient. Device log has been received; investigation has not been completed. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer.